Event description:
Report of infection rec'd per annual device tracking report of explant of catheter due to "infection in spinal fluid." F/u with facility risk manager provided that the "catheter area was infected" and the catheter was explanted in hopes that the pump could remain implanted and therapy restarted at a later date. The pt was not seriously affected by the event. No more details are available.